Event description:
It was reported that the pt has been experiencing heating at the ipg pocket for the past month when stimulation is on. An sjm rep met with the pt and resolved the issue by reprogramming her ipg.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.